Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 16mm amplatzer vascular plug 2 was selected for an implant to embolized a pulmonary artery. The physician positioned the device across the pulmonary artery and waited for 10 minutes the embolization didn't happen. The physician removed the device and left patient on medical management. The patient remain hemodynamically stable, throughout the procedure.

Manufacturer narrative:
An event of embolization did not occur after placement of 16 mm amplatzer vascular plug 2 was reported. The investigation found that the device met dimensional specifications when analyzed at abbott. No device anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.